Manufacturer narrative:
Available information indicates the system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a replacement procedure for a malfunctioning device, the electrode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system became dislocated. It was reported that the new device was connected to the chronic electrode and defibrillation threshold (dft) testing was performed. However, ventricular fibrillation (vf) was not induced so a commanded shock was delivered to test the impedance, which was 90 ohms. X-rays were taken to verify system position, which revealed the electrode had pulled back, likely during the process of the device change. The electrode was then repositioned and a new induction was performed. This time, vf was induced and the time to therapy was 16 seconds. However, the 65 joule and 80 joule shocks did not convert the arrhythmia and external shocks were also unsuccessful. Cardiopulmonary resuscitation was performed for approximately 45 minutes before the patient was returned to a normal sinus rhythm. The final successful shock was a commanded 80 j shock through the device, with an impedance of 103 ohms. The patient was transferred to itu for recovery. Data was submitted to technical services for review. It was requested to see electrograms showing the termination of the vf. Engineering review of the log files showed the abort button was pressed during the episode, which stopped the recording of the s-ECG and explains why the rest of that episode could not be seen. At this time, the device and electrode remain in service and the physician is considering a new dft in the future. No additional adverse patient effects were reported.